Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted the test stylet did not insert due to distal conductor distortion in the connector.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure the stylet would not pass into the lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.